Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was fractured. The defibrillator conductor was distorted. The outer insulation had an abrasion (breached). The outer tubing overlay had blood/body fluid, was melted, had cosmetic environmental stress cracking and was breached cut. The outer insulation was breached cut and had a cosmetic depression. Visual analysis noted that the lead appeared to have been implanted with a bend in it at the fracture site. (B)(4) we also received performance data collected from the device and have analyzed the data. A lead integrity alert triggered, there were two patient alerts for lead failure predictor on (B)(6) 2012. The daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance equal to 798 to 4047 ohms peak between (B)(6) 2012. Interference/noise and oversensing were noted. The ventricular short interval count v-sic equaled 547.6 counts avg/day, in 1.71 days, between (B)(6) 2012. There were twelve ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2012 and thirteen (B)(6) 2012.

Event description:
It was reported that patient alert triggered and the patient went to the hospital. While in the hospital the patient got a few shocks and was very anxious. Interrogation showed oversensing and suddenly increased right ventricular lead impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.